Event description:
It was reported that, a patient during preparation, noticed the filter at the extension set had a hole in it which caused leaking. The patient replaced the extension set with a new one which did not have a leak. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08534 is no longer considered reportable, please disregard any MDR reports associated with it.